Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl or read ¿high¿ on the cgm. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.